Manufacturer narrative:
The customer did not supply information on any of the patients' demographics such as age, date of birth, gender, weight, ethnicity or race. The beckman coulter (bec) customer technical specialist (cts) instructed the customer to examine the aspirate probes. The customer reported that one probe appeared to be bent. The customer replaced the aspirate probes and reported that the repeat system check and calibrations were acceptable. System check failure mode evidenced by customer-provided data is consistent with diminished aspiration capability due to a damaged aspirate probe. The mean washed rlu (relative light unit) value is significantly elevated at approximately 38,032 rlu. The customer indicated that motion errors (rv cleanout) had been generated on the access immunoassay system prior to the erroneous results. This suggests the probe may have been damaged while onboard the system due to improper installation. After replacement of the probe, the customer performed a passing system check and successfully calibrated all assays. The likely cause of this event is use error. Improper installation of the aspirate probe would cause the probe to be bent and to result in diminished aspiration of the reactants.

Event description:
On (B)(6) 2017 the customer reported that all the results obtained on the laboratory's access 2 immunoassay system (serial number (B)(4)) were elevated. The customer stated that they had reaction vessel (rv) clean out errors earlier in the day. The customer stated that after the rv clean out errors were resolved, patient samples were analyzed on the access 2 immunoassay system. Vitamin b12 (access vitamin b12), total 25-hydroxyvitamin d (access 25(oh) vitamin d total) and free thyroxine (access free t4) patient results were all elevated. The actual patient results were not provided. The customer tried to re-calibrate the three assays, but they failed. The elevated patient results were released from the laboratory. The customer notified the physicians of potential erroneous results, but did not re-analyze the patient samples. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc) performed in the morning of (B)(6) 2017 recovered within the customer's specifications. The customer technical specialist (cts) suggested that the customer run a system check to verify instrument performance. The system check failed due to washed portion mean, percent coefficient of variation (%cv) and wash efficiency out of specification. The customer indicated that the patient samples were collected in serum separator tubes. Centrifugation information such as time and speed was not provided. No issues with sample integrity were reported by the customer.